Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Injured me a little while doing brush (at inner lip) [lip injury]. Brush head is broken [device breakage]. Consumer e-mailed and stated that the brush head was broken. No serious injury was reported. Follow-up: consumer threw out brush head.